Manufacturer narrative:
The patient was born in 2014. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset. The cause was unknown. On an unreported date, the patient was treated with unspecified antibiotics for the event. Pd therapy was ongoing. At the time of this report, the patient had recovered and antibiotic treatment was discontinued. Additional information is not available.